Event description:
Information received from the field notes that at a post implant follow-up, the long-term threshold record showed a gradual rise in ventricular capture threshold since implant. X-ray did not show that the lead had moved. The patient was pacemaker dependent and due to the patient's age, the ventricular outputs were increased.